Event description:
Pt underwent unspecified gynecologic procedure and that a perforation of the bowel occurred during the procedure. Complaint further alleges the perforation was unrecognized at the time of surgery and that pt presented to the ER later on the same day.